Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any medical or surgical intervention required to the doctor? There was no surgical or medical intervention needed as it was only a cut on the surgeons finger that bled. What is the lot number? I was unable to get in contact today with the reporter so am unable at this stage to provide a lot number. The pen was also unavailable to uplift as surgeon has kept it but he is aware that we need to send it back for analysis.

Event description:
It was reported that the surgeon performed an unknown surgical procedure on (B)(6) 2016 and topical skin adhesive was used on a very small wound on the patient. During applying the topical skin adhesive, a plastic surrounding the pen had a sharp element sticking out and it hurt the finger of the surgeon. There was no surgical or medical intervention needed as it was only a cut on the surgeon&#62688;finger that bled. There were no patient consequences reported.